Manufacturer narrative:
Off-label, unapproved or contraindicated use: iliac artery diameter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm in diameter abdominal aortic aneurysm. The left common iliac artery measured 6-7-9-11mm in diameter. It was reported that the patient presented with left leg pain. The CT revealed that the left iliac endurant stent graft had occlusion. The physician performed thrombectomy and medication (warfarin) was administered, and the event was resolved. Per the physician, the event was attributed to the narrowing of left cia (common iliac artery) and the tortuous ostium. No additional clinical sequelae were reported and the patient is fine.